Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2025 while inspecting the instruments after going through the decontamination process sales rep noticed that there were several instruments that were damaged. 1. Product # 511.744, lot # unknown, quantity (B)(4) this piece was damaged based upon the screwdriver tip, not being able to be put into the torque limiter. The lot number is unknown for this item since it was discarded by the facility. 2. Product # 03.900.360, lot # unknown, quantity (B)(4) these three items are t 15 screwdrivers, and the tips of the screwdrivers were stripped and unable to hold a screw on it. A lot numbers for these items are unknown since they were all three discarded by the facility. 3. Product # 03.127.002, lot # unknown, quantity (B)(4) this item was a drill cone for a variable angle plate, and the cone tip was bent, and is unable to be locked into a plate. The lot number for this device is unknown since the item was discarded by the facility. 4. Product # 03.127.006, lot # unknown, quantity (B)(4) this item is a variable angle guide, and the tip of the angle guide has been smashed, and the drill is unable to pass through it. The lot number on this device is unknown since it was discarded by the facility.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.